Event description:
MFR rec'd a report from its southern regional sales manager that a pt developed a gastric leak following bariatric surgery using peri-strips dry to butress the staple line. No details are available regarding which staple line was buttressed or if the product was involved in this event. Surgical intervention was required to repair the leak. There is no info available regarding the pt's status.